Event description:
Philips received a complaint on the m3155 l.0 lite iic network db device indicating the system speaker is not working. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that the system speaker was not functioning and was swapped for a working one. The fse confirmed the central station speaker was working after replacement. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.